Event description:
A nurse reported that the equipment "displayed a problem with vacuum" during a cataract intraocular lens implants procedure. Following a 20 minute delay, the procedure was completed with an alternate system with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).